Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 07/25/2016. The device has not been returned. Without the device or device serial number, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. This event was captured in a literature article published in december 2015. Follow up has been conducted with one of the authors to obtain additional information such as implanting/explanting physician, implant/treatment date, device serial number, patient information and to verify if the device could be returned for analysis. To date, apollo has not been able to obtain further information. Device labeling addresses the reported events as follow: precautions: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Revision procedures may require the existing staple line to be partially disrupted to avoid having a second point of obstruction below the band. As with any revision procedure, the possibility of complications such as erosion and infection is increased. Any damage to the stomach during the procedure may result in peritonitis and death or in late erosion of the device into the gi tract. If fluid has been added, it is important to establish that the stoma is not too small before discharge. Care must be taken to not add too much saline, thereby closing the stoma. Check the adjustment by having the patient drink water. If the patient is unable to swallow, remove some fluid from the port, then re-check. A physician familiar with the adjustment procedure must be available for several days post-adjustment to deflate the band in case of an obstruction. It is the responsibility of the surgeon to advise the patient of the dietary restrictions that follow this procedure and to provide diet and behavior modification support. Failure to adhere to the dietary restrictions may result in obstruction and/or failure to lose weight. Adverse events: band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion or patient non-compliance regarding choice and chewing of food. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion or patient non-compliance regarding choice and chewing of food.

Event description:
Reported event from journal article titled: "multidetector CT imaging of bariatric surgical complications: a pictorial review", abdominal radiology. [Patient] had "band slippage to the antrum and prolapse of nearly the entire gastric body. The gastric pouch is enlarged with the band functioning as a cause of gastric outlet obstruction." Unknown if treatment has occurred. Apollo's approach to compliance is to resolve all doubts in favor of reporting.